Event description:
The patient underwent implantation of an epicardial lead with intrathorasic pacemaker model 254-27-02963. Premature battery depletion occurred due to the high requirements of pacing. Since the pacing threshold was unsatisfactorily high, the existing pacemaker system was abandoned and a new transvenous lead was implanted.